Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distorted image. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "discoloration of image" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide connector has a crack. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.